Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 440 mg/dl. Customer did not report any signs of high blood glucose. Customer stated that they treated for the high reading by taking bolus with the insulin pump. Customer was not using the auto mode feature at the time of the incident. The customer declined to troubleshoot for the high blood glucose incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .